Manufacturer narrative:
Based on the limited information provided in this case, it is not clear what role, if any, the lava ultimate played in the reported outcomes. Other factors, such as prior tooth history, could have played a role in the need for the root canal and tooth extraction.

Event description:
On (B)(6) 2016, a dental professional reported the case of a (B)(6) year-old female patient who required root canal therapy and subsequent extraction of tooth #30. This tooth, which had a prior porcelain-fused-to-metal crown, received the lava ultimate cad/cam restorative for e4d crown on (B)(6) 2013. On (B)(6) 2015, it was reported the crown felt loose and decay into the root canal chamber was noted. The tooth was deemed non-restorable and was extracted. It is not clear, based on the information provided, when the root canal therapy was performed.